Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the sales representative that the patients are experiencing rashes. My name is [omitted], reached out to me today informing me about a problem they have had with chloraprep. [Omitted], supply chain specialist, informed me that 4 different surgeons reported to him that they noticed a rash had formed on their patients after using the 26ml hi-lite orange chloraprep. I am working with him to find out user technique. But I wanted to report this problem. Please let me know if there is anything else you need.

Manufacturer narrative:
No additional information was provided by (B)(6) hospital - livingston. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text : see narrative below.

Event description:
It was reported by the sales representative that the patients are experiencing rashes. My name is [omitted], reached out to me today informing me about a problem they have had with chloraprep. [Omitted], supply chain specialist, informed me that 4 different surgeons reported to him that they noticed a rash had formed on their patients after using the 26ml hi-lite orange chloraprep. I am working with him to find out user technique. But I wanted to report this problem. Please let me know if there is anything else you need.